Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine follow up eleven days post-implant. An increase in pacing thresholds was observed and fluoroscopy revealed the lead was dislodged. A revision procedure was performed to reposition the lead. However, after retracting the helix, the helix would no longer extend. This lead was explanted and a new lead of the same model was implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The explanted lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. The helix was found to be extended with dried blood/body fluid in helix housing. A stylet was attempted to be inserted into the lead but became stopped near the terminal pin. X-ray analysis showed the inner conductor coil was intact but slightly deformed, preventing normal insertion of the stylet. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgement; the helix extension and retraction difficulties were likely due to the deformed inner conductor coil.

Manufacturer narrative:
(B)(4). The explanted lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine follow up eleven days post-implant. An increase in pacing thresholds was observed and fluoroscopy revealed the lead was dislodged. A revision procedure was performed to reposition the lead. However, after retracting the helix, the helix would no longer extend. This lead was explanted and a new lead of the same model was implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.